Event description:
It was initially reported that the patient was unable to adjust stimulation. The display showed the ''call your doctor'' icon and the device was at end of service (eos). It was further reported that the patient lost therapy after being hit by a door. The date of the incident was not provided. The patient still had the ''call your doctor'' icon on the screen as well as being at eos. Additional information was requested. If available, a follow up report will be sent.

Manufacturer narrative:
Lead model 39565-30, serial: (B)(4), implanted: (B)(6) 2009, explanted: na. Extension model 3708140, serial: (B)(4), implanted: (B)(6) 2009, explanted: na. Extension model 3708140, serial: (B)(4), implanted: (B)(6) 2009, explanted: na. Programmer model 37743, serial: (B)(4).